Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event. (B)(4).

Event description:
A doctor of ophthalmology reported that at almost each use of non-valved trocars 25 g he needed to do stitches. He noticed he did not change his surgical technic. Several attempts were made to obtain further information on the event.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined.